Event description:
The patient had bilateral femtosecond laser assisted cataract surgery with hydrus microstent implantation in (B)(6) 2021. The surgeon stated that the microstent is in perfect position with no iris touch. After a standard steroid taper both eyes were quiet, but in (B)(6) 2021 the patient presented with unilateral rebound inflammation. One week later, the second eye developed inflammation and a course of steroids was initiated. Approximately four months post-op, the patient had another episode of recurrent iritis which was treated with a slow taper of (B)(6). At examination on (B)(6) 2021, the patient ran out of eyedrops, and intraocular pressures (iop) were 26/24 mmhg with trace cells in the anterior chamber; iop lowering medication was restarted and a slower steroid taper was planned. By (B)(6) 2021, the iritis had resolved on a very slow taper of (B)(6). Iop was 20 mmhg on 1 iop-lowering medication.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Inflammation, pupil irregularity, and pas are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).